Event description:
Discordant advia centaur troponin ultra results were obtained on samples from two different patients when tested on two instruments. Results were low positive on one instrument and positive on the other instrument. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. On the initial visit, the fse performed a total service call and no system issues were identified. The fse replaced syringes on the dilutors, adjusted sample syringe and checked probe alignments on a subsequent visit. Patient samples and diluent were run in replicates of eight and showed good precision. The quality control was run with acceptable results. The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.